Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive button. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was 244 mg/dl at the time of the incident. The customer stated that the act button was unresponsive. The customer also stated that taking the insulin pump on a flight was the significant event leading to the keypad issues. The customer was unable to clear the battery out limit but was able to scroll and press escape button. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the high reading could not be performed due to the unresponsive act button. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with button error alarm and had unresponsive bolus express, esc and act buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, broken battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at display window corners, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.